Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance of the ht70 ventilator display did not light. There was no patient involvement at the time of the reported condition. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider replaced the display, the lcd data cable (B)(4), the cable assembly, valve (B)(4) the single board computer electromagnetic emissions shield (B)(4) and (B)(4) . The ventilator worked normally.